Event description:
It was reported that when using the bd pyxis¿ es server, the system became stuck in critical override following an overnight upgrade, and nurses were unable to override medications at that time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis stuck in critical override. A technical support specialist (tss) dialed into the station and followed knowledge article es system log locations. Data synchronization logs were reviewed with no errors found, and the override was confirmed to have been set manually at the server level. Critical override was unchecked on both the server and station; however, the notice initially persisted. Synchronized services were restarted, and the station was rebooted, but the override reappeared. Data synchronization and maintenance were stopped, a precautionary backup was performed, and a full synchronization was completed without dropping the database. The station was rebooted and monitored for one hour, after which the override notice no longer appeared. The customer was contacted and later confirmed the issue was resolved, acknowledged closure, and the case was closed with a closure email sent. The system functioned as intended after the technical support specialist troubleshot the device.